Manufacturer narrative:
(B)(4). The customer reported the suspect main printed circuit board assembly is available for failure analysis and was ordered to be returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays low peak inspiratory pressure, high rate, and transducer fault alarms. The customer performed transducer calibrations and reported the circuit pressure transducer failed. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use, the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was confirmed through the events log and duplicated during functional check, pt801 has failed. This issue will be internally investigated within vyaire.